Manufacturer narrative:
Device analysis report attached. This report is submitted on january 02, 2024.

Manufacturer narrative:
This report is submitted on january 14, 2021.

Event description:
Per the clinic, the patient experienced swelling at the surgical site, and underwent two surgical debridements at the site (specific dates not reported). The patient also developed an infection at the site and was treated with oral antibiotics (specific dates and duration not reported). However, the issue could not be resolved; subsequently the device was explanted on (B)(6) 2020. Reimplantation is planned but has not taken place at the time of this report.